Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported experiencing blood glucose levels which are higher than normal (320 - 340mg/dl). The pt reports no signs or symptoms of elevated blood glucose levels. The pt disconnected from the pump and removed the cartridge and reports that the cartridge is leaking from the plunger end. This complaint is being reported due to insulin leaking from the cartridge.